Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
The patient was experiencing a loss of therapy. The patient's symptoms came back, she did not feel stim and wanted help to use the controller to turn stim up. The patient said during the time she had her ins (implantable neurostimulator) she rarely used her controller, she was on a very low setting. The patient needed it to work as soon as possible because she teaches kindergarten. The patient had experienced a loss or change of therapy. During the call the patient said her controller was a 3031a but when describing the lights and symbols on the back patient services could not help her interpret their meaning. The description seemed to match another model of patient programmer. The patient did not feel stimulation. The scheduler at the hcp (healthcare provider) office cannot get her in until the end of (B)(6) but she was waiting for a call back from the nurse. Symptoms reported were: return of symptoms, no stim, and cannot use patient programmer to increase. Event date: asked/ patient said within the last few weeks the first time she tried to use the controller was yesterday ((B)(6) 2015) . The patient emailed her manufacturer contact yesterday. Indications for use were noted as: bowel dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.